Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and calcified left anterior descending artery. The physician used a 15mm x 2.25mm nc quantum apex mr balloon and upon inflation to 16atms, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluation by manufacturer: the nc quantum apex monorail (mr) device was received with blood and contrast in the hub and wire lumen. Inspection of the balloon revealed a pinhole in the balloon wall 1mm from the proximal end of the distal markerband. Microscopic inspection of the balloon and the remainder of the device revealed no evidence of any material or manufacturing deficiencies that could have contributed to the damaged balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device (B)(4) relates to component (B)(4). (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and calcified left anterior descending artery. The physician used a 15mm x 2.25mm nc quantum apex mr balloon and upon inflation to 16atms, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.